Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 4.1 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product. The taper was out of specification and was dispositioned return to vendor and not used in the lot. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the dislocation was most likely due to the accident. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient got in an accident and dislocated.